Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was normal application of the involved angio-seal device; however, when applicated, the collagen and the suture were breaking. Hemostasis was achieved. Additional information was received on june 5, 2019. The type of procedure that was being performed was a coronary angiography, using a 5fr procedure sheath. No pre-deployment angiogram was performed. There was no issues until the suture broke. Hemostasis was achieved with the angio-seal device and manual compression. There was no significant blood loss. A compression bandage was used after hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.